Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> the device associated with this report was not received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address loosening of the tibial component at the cement to implant interface. Depuy cement was used. It was also reported that the patient's primary attune fixed bearing tibial tray and fixed bearing posterior stabilized insert were removed and replaced by an attune revision rotating platform tibial tray with a fully coated sleeve and a cemented stem, and an rotating platform posterior stabilized insert. The surgeon, believes that the design of the underside of the primary tibial tray may have been deficient, since there was not a trace of bone cement attached (glued) to the underside of the primary tibial tray upon its removal. Depuy smartset medium viscosity bone cement was utilized in the primary surgery; however, the product codes and lot numbers for the two bags of cement used are not available. Doi: (B)(6) 2016; dor: (B)(6) 2020; right knee.